Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the atrial lead exhibited episodes of noise. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received.